Manufacturer narrative:
Per the tandem user guide, "do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 6-17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events." The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor was placed on the buttocks with obstruction between the transmitter and pump, and subsequently out of range issues occurred for greater than 15 minutes with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was between 97 and 117 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.